Event description:
It was reported that during a surgical implant procedure the sensitivity measurements the analyzer was giving were too low. The analyzer was changed out and returned for service. It was noted that an unnecessary procedure (subclavia stick) was performed due to the inaccurate information, as the physician believed that the original lead was malfunctioning. There were no patient complications reported as a result of this event. It was further reported that the programmer was returned as a part of a malfunctioning system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 software analyzer; product ID 2067 radiofrequency programmer head. (B)(4).